Manufacturer narrative:
No patient injury has occurred following this incident.

Event description:
Customer reported on a bravo capsule which failed to detach from the esophageal; tissue. Patient went to ER following chest pain; they did x-ray and found the capsule was still in place. The doctor received information from customer support on removing a bravo capsule from the esophagus. The capsule was removed successfully.